Manufacturer narrative:
(B)(4). Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. However, insulin pump unable to communicate with test guardian link (x) transmitter glucose sensor simulator, problem isolated to electronic assembly. The insulin pump p-cap / test reservoir locks in place properly and no anomaly noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a lot of difference between the sensor readings and finger prick. Customer declined to troubleshoot. Customer reported sensor updating message. No harm requiring medical intervention was reported. The device will be returned for analysis.